Event description:
It was reported that the catheter became stuck on the introducer sheath. A blazer¿ dx-20 catheter was selected to map an unspecified vessel. The physician was advancing the catheter when he noticed that the electrodes on the catheter looked accordion and that it got tangled up and got stuck with the introducer sheath. The physician had to pull the catheter out and the sheath out as well. The procedure was completed with another of the same device. There were no patient complications reported an the patients condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the introducer sheath. A blazer¿ dx-20 catheter was selected to map an unspecified vessel. The physician was advancing the catheter when he noticed that the electrodes on the catheter looked accordion and that it got tangled up and got stuck with the introducer sheath. The physician had to pull the catheter out and the sheath out as well. The procedure was completed with another of the same device. There were no patient complications reported an the patients condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. During visual inspection, the distal tubing shaft was found bent. The last eight ring electrodes were found displaced/moved from the original locations. They had been shifted back and pushed next to each other. The catheter's electrical connector verified normal. The catheter failed during the electrical continuity verification testing. An open circuit was found. During the functional curve check, both the right and left steering curves did not meet the specifications as both curves were found deformed, exhibited too much curve and deflected outside the shaded area. An insertion/withdrawal test was performed with a known good 8f sheath. The catheter was inserted into and withdrawn 5 times. No excessive resistance was felt during the test. The distal tubing shaft was then dissected and it was observed that the electrical wires linked to the displaced rings were broken and detached from the ring electrodes. No cold solder or any other solder issue was found. The remaining soldered electrical wires were still attached to the ring electrodes. The polyester shrink tubing was then dissected and it was observed that the center support and steering wires were bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).